Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2012 and an endoscopic needle holder was used. The device did not release properly, the handle did not open and it was sticking. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4) device will not release. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. It was visually and functionally examined and no deviations were noted.